Event description:
During investigation of the monitor for an unrelated issue, a reportable malfunction was found. The belt was unable to complete essential performance testing.

Manufacturer narrative:
During investigation of the monitor for an unrelated issue, a reportable malfunction was found. The belt was unable to complete essential performance testing. The electrode belt ECG "c&d" cable was severed at the distribution node (dn) connector. The root cause for damaged cable was physical abuse. No adverse event resulted from the damaged electrode belt.